Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging that the subject meter (onetouch ping) read inaccurately high compared to the patient's feelings or normal results. The reporter claimed obtaining blood glucose readings of "high 600". During troubleshooting the control solution results were outwith the expected control solution range. This complaint is being reported because the reported issue was not resolved with troubleshooting.